Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Post procedural infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient had been treated at the insertion site with an antibiotic gauze. On (B)(6) 2018 the patient saw the gastroenterologist for the results of the gastric biopsy that was taken and it showed irritated gastric mucosa. The patient had an inflammation below the bumper, in the stomach and started with unknown antibiotics on (B)(6) 2018 the patient was re-evaluated, the insertion site looks got but the use of the antibiotics was extended due to a lump felt at the stoma site, it was unknown what the cause of the lump was but due to the extension of the antibiotics an infection was presumed.